Event description:
Initial event severity rating: event did not reach patient or did not cause harm. Event description: catheter used for a heart cath procedure would not function properly. Multiple catheters were opened and wasted. A catheter from a different lot was opened and functioned properly. Risk closure comments: failed cardiac catheter devices. Same lot affected. New lot was available and used without issue. Voluntary smda (safe medical devices act report) will be entered. Wire was not able to be removed from catheter. No harm to patient.